Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.

Event description:
Additional information was received on 23-oct-2024 informing that the date of the event was (B)(6) 2024 and there was no patient involvement or patient harm.

Manufacturer narrative:
B3, b5, h6: updated. Device evaluation: one device was received. A visual inspection found a damaged dso seal, fluid ingression on the dso sensor and a scratched lens. During the functional testing, the customer reported problem was duplicated when the 50ml cassette was attached and latched in place. The dso sensor readings were stagnated at 131mv and upon opening the pump, fluid ingression was found on the dso sensor which caused the reported alarm. The dso sensor assembly was replaced along with the scratched lens, keypad and labels. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.